Event description:
A customer contact haemonetics on (B)(6) 2008 to report smoke coming out of an orthopat machine. No injury or reaction noted.

Manufacturer narrative:
Upon evaluating the device the reported problem was verified. A saline spill was also found inside of the power supply and soot was found in the fan. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).